Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom of system error 105 was reproduced and confirmed through evaluation. This error was attributed to severed motor mount screws. The motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported there was no pt injury.